Manufacturer narrative:
Evaluation description: the reported inability to interrogate was confirmed in the laboratory and was due to low battery voltage. A longevity calculation was performed and was found to be below expected limits. The device was tested on the bench, and the cause of the low battery voltage was damage to the hybrid resulting in high current. The cause of the hybrid damage could not be determined. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that following a lead revision, an attempt at cardioversion had failed. It is noted that the device was out of the pocket at the time of cardioversion and had made a popping noise following shock delivery. Device could no longer be communicated and all attempts at telemetry testing had failed. Device was replaced. Patient is well.